Event description:
Complainant alleged that the medics were attempting to monitor a female pt (gender unknown) who had coded and was in a cardiac arrest. When the device powered up the expected three beeper tones were not heard and there was a dot moving across the device screen. In addition, there was a steady tone heard by the medics. The complainant indicated that the medics were able to obtain another device to monitor the pt. The medics continued to monitor the pt until they were advised by the family physician that the pt had a "do not resuscitate order". The pt subsequently expired. The complainant indicated that the pt outcome was not as a result of the reported malfunction.